Event description:
Complaint is now reportable based on analysis results completed on (B)(6) 2009. It was reported that during a coronary drug eluting stent treatment procedure, there was difficulties crossing the lesion. The 90% stenosed lesion was located in a severely calcified and severely tortuous left anterior descending artery. Ivus was not used. The 2.75 x 32 mm taxus liberte stent was unable to cross the lesion. The procedure was completed with a plain old balloon angioplasty. The pt status is listed as good with no complications reported. The device analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination identified damage the entire length of the stent with struts misaligned throughout. A visual examination revealed severe kinks in the entire length of the shaft hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The mfg batch record review confirmed that the device met all material, assembly, and performance specs. The most probable root cause is operational context as device performance was limited due to anatomical procedural/factors. (B)(4).